Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2007: (B)(6) hospital. (B)(6), md. Operative report. Preoperative diagnosis: screening colonoscopy. Postoperative diagnosis: screening colonoscopy. Name of operation: flexible sigmoidoscopy. Anesthesia: intravenous versed and intravenous demerol. Findings: unable to place scope past 45 cm secondary to patient discomfort. Procedure: ¿the patient is brought to the endoscopy room and placed on the table in the left lateral position. She was given an [sic] intravenous versed and demerol for sedation. Initial perianal inspection and digital rectal exam were unremarkable. The scope was then passed transanally. It was able to be placed to 45 cm. The patient had significant pain complaints. We withdrew the scope on several occasions and tried to proceed with the procedure. However the patient continued to complain of pain. We tried to give her more pain medications but she was still in pain and was agitated. Secondary to this it was not felt safe to continue with the procedure. The scope was carefully slowly withdrawn and no definite abnormalities were noted. The patient was taken from the endoscopy room to the recovery room in good condition. We will make further arrangements once I can talk to the patient and her family.¿ (B)(6) 2010: (B)(6) health center. (B)(6), md. Radiology-abdomen, 3 views. Indication: abdominal pain (unspecified site). Result: metallic densities projecting over abdomen, suspect are from previous surgery. Radiopaque suture present left upper quadrant abdomen. (B)(6) 2010: surgical associates of enid [assigned]. (B)(6), md. Office notes. Ventral hernia. History gastric stapling 1970¿s. Incisional hernia 2000, repaired with mesh. About one and a half years ago the bulge returned causing ¿sharp-burning¿ pain 10/10 with bending. Two weeks ago 10/10 abdominal pain right side midline abdominal scar, nausea and dry heaves. Constipation 2 weeks, helped with miralax. Medications: aspirin. Past medical history: abdominal pain, cervical cancer, diverticulosis, irritable bowel syndrome, morbid obesity. Past surgical history: ??/??/76 hysterectomy, ??/??/00 abdominal hernia repair. Weight 321.375 lbs., bmi 54.31. Exam: incisional hernia of abdomen, upper midline region, reducible. Impression/plan: incisional hernia. Recommended surgical repair. Possible use of mesh. Potential complications bleeding, infection, anesthesia, damage other organs, deep vein thrombosis, pulmonary embolism, hernia recurrence, mesh complications. Need CT scan to evaluate size and location of defect, then decide whether open or laparoscopic approach best. (B)(6) 2010: (B)(6) health center. (B)(6), md. Radiology-CT scan abdomen and pelvis with contrast. Reason: ventral hernia. Result: 5 cm wide midline abdominal wall hernia in midline anterior abdominal wall. Herniation small bowel and omental fat. Very slight haziness of omental and mesenteric fat at level of hernia. Haziness of mesentery and omental fat at site of herniation may indicate inflammatory change related to hernia. (B)(6) 2010: surgical associates of enid. (B)(6), md. Office notes. Discuss CT result/incisional hernia. Episode saturday abdominal pain with vomiting. ¿so bad it made her pass out.¿ medications: aspirin. Exam: hernia discovered, incisional hernia of abdominal, reducible. Impression/plan: incisional hernia. Recommend surgical repair. Discussed laparoscopic approach with possible use of mesh. Discussed possible complications bleeding, infection, anesthesia, damage other organs, deep vein thrombosis, pulmonary embolism, hernia recurrence and mesh complications. Will proceed with surgery. Episode partial obstruction over weekend so need to get fixed. Discussed laparoscopic procedure chance open repair. May use dermal graft with recurrent, previous mesh, and morbid obesity. (B)(6) 2010: (B)(6) health center. (B)(6), md. Operative report. Assistant surgeon: dr. (B)(6). Preoperative diagnosis: incarcerated recurrent incisional hernia. Postoperative diagnosis: incarcerated recurrent incisional hernia. Name of procedure: laparoscopic incision hernia repair with mesh. Anesthesia: general endotracheal. Estimated blood loss: less than 50 ccs. Complications: none. Findings: large incarcerated incisional hernia. Drains: none. Description of procedure: ¿the patient was brought to the operating room and placed on the table in the supine position. After induction of general endotracheal anesthesia without difficulty, the patient¿s abdomen was prepped with betadine solution and the patient was draped in the usual sterile fashion. A short left upper quadrant incision was made. The anterior rectus fascia and peritoneum were opened under direct vision with scissors. A 10-millimeter hassan port was placed and a pneumoperitoneum was created. Upon entering the abdomen there was a large amount of scar tissue along the anterior abdominal wall. We were not able to visualize the right side of the patient¿s abdomen, but we could see the lower left quadrant. We placed two 5-millimeter ports in the left lower quadrant under direct vision. Using the grasper and harmonic scalpel we were able to dissect off a lot of omentum from the anterior abdominal wall. This exposed a large portion of small intestine going up into an obvious hernia just to the right of the midline and above the umbilical area. We were able to use babcock and reduce the small intestine back into the peritoneal cavity. We took down quite a bit of remaining anterior abdominal wall adhesions including some in the right upper quadrant. After fully clearing off the anterior abdominal wall, we could easily visualize approximately a 6 centimeter fascial defect. There was also a smaller defect of about a centimeter and a half just above this large hernia. At this point a piece of dual mesh was rolled up and placed through the hassan port. It was then unrolled. Prior to placement, we placed the sutures in the 12, 3, 6, and 9 o¿clock position. Using the gore suture passer we pulled these sutures through the anterior abdominal wall to position the mesh over the hernia defects. The tacker was then used to attach the mesh to the peritoneal surface. We then placed several more transfascial sutures under direct vision. There was excellent coverage of the hernia defects. At this point we inspected the bowel and there did not appear to be any injuries. There was no bleeding in the abdomen. At this point, the ports were removed. There was no bleeding from the abdominal wall. I should mention that two 5-millimeter ports had been placed in the right lower and right midabdomen so that we could move the camera around. Again, all of these ports were removed and there was no bleeding from the abdominal wall. We then removed the laparoscope and the hassan port and released the pneumoperitoneum. The fascia of the hassan port site was closed with interrupted figure of eight 0 vicryl suture. The wounds were infiltrated with 0.5% marcaine without epinephrine. Skin edges were approximated with interrupted 4-0 vicryl. The abdomen was cleaned. Mastisol and steri-strips were applied, as well as, sterile dressings. Sponge and needle counts were correct x 2. The patient was extubated in the operating room and taken to the recovery room in good condition. (B)(6) 2010: (B)(6) hospital. Implant sticker. Vendor/instrument set used: gore. Gore dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp04. Lot batch code: 6940324. W.l. Gore & associates. (B)(6) 2010: (B)(6) health center. (B)(6), rn. Implant record. Implant description: dual mesh 10.0 cm x 19.0 cm x 1.0 mm. Manufacturer: gore. Manufacturer number: 1dlmcp04. Serial number: n/a. Expiration date: 06/30/12. Lot/batch number: 3940324. Implant quantity: 1. Implant site: abdomen ventral. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp04/6940324) was implanted during the procedure. (B)(6) 2010: (B)(6) health center. (B)(6), md. Pathology report. Accession: es-10-0001604. Clinical information: incisional ventral hernia. Specimen/tissue: incisional hernia sac. Gross description: received in formalin labeled ¿clark, incisional hernia sac¿ the specimen is a fragment of flat lobulated fatty tissue 7.5 x 3 x 1 cm. There are some black sutures within the tissues but obvious membranous hernia sac is not seen. The tissue is yellow and fatty and resembles omentum. Diagnosis: ventral incisional hernia sac: hernia sac and omental issue with fibrous adhesions. (B)(6) 2010: (B)(6) health center. (B)(6), do. Discharge summary. Admit: (B)(6) 2010. Admitting/discharge diagnosis: incisional hernia. Procedures performed: laparoscopic incisional hernia repair (B)(6) 2010. Hospital course: typical mild postoperative ileus, resolved spontaneously. Able to tolerate regular diet and discharged postoperative day three without complications. (B)(6) 2010: (B)(6). (B)(6), md. Office notes. Postoperative day #8 laparoscopic incisional hernia repair with mesh. Doing well. Incision healing, no signs induration, erythema. Medications: aspirin. Impression/plan: doing well, no post-operative complications. Follow up as needed. Return to work next week. (B)(6) 2011: (B)(6). (B)(6), md. Office notes. Reason for visit: ventral incisional hernia consult. History present illness: status post gastric stapling weight loss surgery 1979. Incisional hernia repair 2000. Repair incarcerated recurrent hernia (B)(6) 2010 by dr. (B)(6). Two months ago, incident extreme vomiting with food poisoning, since complains of ¿burning¿ pain and ¿kinking¿ sensation. Worse with being over. Associated with weight gain 15 pounds since march. Past surgical history: (B)(6) 2010 abdominal hernia repair. Impression/plan: abdominal pain. Clinically, does not look like hernia but rather expected bulging from laparoscopic mesh repair. Will get CT scan. (B)(6) 2011: (B)(6) health center. (B)(6), md. Radiology-CT scan abdomen/pelvis with contrast. Reason: abdominal pain. Comparison: (B)(6) 2010. Scattered colonic diverticula. Small hiatal hernia. 5.6 cm wide midline anterior abdominal wall hernia demonstrated. Numerous surgical clips midline abdomen. Interval placement bandlike wire metallic mesh along posterior aspect right rectus muscle since previous study. Overall size hernia remains unchanged. Herniation both omentum and small bowel measuring approximately 14 x 4 x 12 cm. Inflammatory change previously demonstrated in omental fat at site of hernia, resolved. No fluid collection or mass omentum/mesentery. (B)(6) 2011: (B)(6). (B)(6), md. Office notes. Here to review CT (B)(6) 2011, discuss abdominal wall hernia repair. Impression: recurrent incisional hernia. Plan: hernia surgery. A lot social stress, not prepared to undergo surgery. Will call to schedule. Appointment pre-operative cardiac clearance. (B)(6) 2011: (B)(6). (B)(6), md. Office notes. Postoperative day #6. Past (B)(6) 2010 laparoscopic incisional hernia repair. Impression/plan: doing well, no postoperative complications. Follow-up 2 days. (B)(6) 2011: (B)(6). (B)(6), md. Office notes. Discuss incisional hernia repair. Pain at hernia site 1-2/10 currently. Medications: aspirin. Review of systems: heartburn, abdominal pain hernia site. Exam: incisional hernia abdomen discovered upper midline region. Impression/plan: discussed diagnosis incisional hernia. Recommended surgical repair. Discussed open approach with biologic mesh. Wants to proceed secondary to pain, limitation of activity. Operative records dated (B)(6) 2011 indicate the patient underwent ¿recurrent incisional hernia repair with biologic mesh.¿ findings from the procedure state: ¿5.0 centimeters midline upper abdominal wall hernia defect with incarcerated small intestine.¿ (B)(6) 2011: (B)(6) health center. (B)(6), md. Operative report. Anesthesiologist: anesthesia services. Assistant surgeon: dr. (B)(6). Preoperative diagnosis: recurrent incisional hernia. Postoperative diagnosis: recurrent incisional hernia. Name of operation: recurrent incisional hernia repair with biologic mesh. Anesthesia: general endotracheal. Estimated blood loss: less than 50 ccs. Complications: none. Findings: 5.0 centimeter midline upper abdominal wall hernia defect with incarcerated small intestine. Description of procedure: ¿the patient was brought to the operating room and placed on the table in a supine position. After induction of general anesthesia without difficulty, the patient¿s abdomen was prepped with betadine solution. The patient was draped in the usual sterile fashion. Review of the CT scan done preoperatively showed an obvious large incarcerated upper midline incisional hernia that was recurrent. We made an upper midline abdominal incision above the umbilicus. We then dissected down into the subcutaneous tissue and identified the hernia sac. The hernia sac was then opened between pickups. We then fully opened the hernia sac and then amputated the hernia sac at the level of the fascia using the cautery. We then took down some intraabdominal adhesions. We also noted the mesh which was pulled loose on what appeared to be the right lower aspect of the hernia defect. We removed the main portion of the previously placed mesh. There were also metal staples in the area from the patient¿s previous surgeries many years ago. These were removed. There were also two suture knots visible and these were removed. At this point, we placed a 10 x 16 piece of flex-hd dermal allograft and it was sewn in place using multiple interrupted 0 pds sutures. After securing the mesh in place, we then closed the anterior fascia over the top of the biologic mesh using multiple interrupted 0 pds sutures. The wound was then copiously irrigated. Meticulous hemostasis was achieved with the cautery. A jackson-pratt drain was placed through a right lateral stab incision and the drain was sewn in place with silk suture. We then copiously irrigated the wound. The subcutaneous tissues were then closed in two layers using running 2-0 vicryl. The skin edges were closed with a stapling device. The area was cleaned. Mastisol and steri-strips were applied, as well as, sterile dressings. The patient tolerated the procedure well. There were no complications. Sponge and needle counts were correct x 2. The patient was extubated in the operating room and taken to the recovery room in good condition.¿ (B)(6) 2011: (B)(6) health center. Implant record. Implant description: musculoskeletal transplant foundation. Manufacturer: flexhd. Manufacturer number: 471016. Serial number: (B)(6). Expiration date: 07/01/14. Lot/batch number: n/a. Implant quantity: 1. Implant site: n/a. (B)(6) 2011: (B)(6) health center. (B)(6), md. Discharge summary. Admit: (B)(6) 2011. Admission/discharge diagnosis: recurrent incisional hernia. Procedure: open repair recurrent incisional hernia with flex-hd dermal allograft. Hospital course: admitted for planned repair recurrent incisional hernia. Underwent uneventful open incisional hernia repair. Sent to regular floor on telemetry. Postoperative day #1 getting up around room and begin eating. Next day, doing well, pain controlled, afebrile, eating regular diet, wound healing well. Disposition: discharged home. Follow-up in office five days. Leave jackson-pratt drain in place. (B)(6) 2011: (B)(6) health center. (B)(6), rn. Discharge instructions. Do not lift anything more than 10 pounds or play contact sports for 3 weeks. (B)(6) 2011: (B)(6). (B)(6), md. Office notes. Postoperative day #8. Jackson-pratt drain assessment. Medications: aspirin. Past surgical history: (B)(6) 2011 incisional hernia repair with hd mesh. Impression/plan: doing well, no postoperative complications. Follow-up as needed. (B)(6) 2011: (B)(6). (B)(6), md. Office notes. Called monday with complaints of swelling in abdominal incision. Swelling improved today. Denies pain, 3/10 ¿annoyance¿ left side since surgery. Denies incisional pain. Appetite decreased, relates to recent loss of husband, tearful. Medications: aspirin. Impression/plan: doing well, no postoperative complications. (B)(6) 2011: (B)(6). (B)(6), md. Office notes. Status post incisional hernia repair with biological mesh (B)(6) 2011. Spider bite below umbilicus, currently taking bactrim. Pain ¿electric shock,¿ 08/10 with touch since sunday. Sunday 101.2 temperature, none since. Appetite, bowel habits decreased. Warmth incision scant discharge at umbilicus. Current medication: aspirin. Former smoker, quit age 18. Weight 291 lbs., bmi 48.4. Exam: firm bulge upper midline, small scab inferior end incision. Impression/plan: may have seroma slowly resolving. Recommend we follow. May have cellulitis from stitch abscess, but everything looks fine. Continue bactrim. (B)(6) 2013: (B)(6) health center. (B)(6), md. Radiology-CT scan of the abdomen/pelvis without/with contrast. History: mass over right side abdomen following coughing spells from upper respiratory infection. Comparison: (B)(6) 2011. Markers placed on abdomen at sight of mass. Multiple skin staples over midline intra-abdominal wall. Linear high density material behind right rectus muscle from level umbilicus to level liver. Chronic right paracentral midline abdominal wall hernia linea alba measuring 4.5 cm with incarcerated small bowel and omentum. Inferiorly amount of incarcerated omentum and bowel improved. At level and above level hernia amount incarcerated bowel and omental fat increased. Conclusion: chronic midline anterior abdominal hernia with remote repair. Incarceration of omental fat and small bowel. Amount herniated contents in places appears improved but in other places appears progressive. (B)(6) 2013: (B)(6). (B)(6), md. Office notes. Surgical consultation regarding ventral incisional hernia. Status post incisional hernia repair (B)(6) 2010 and (B)(6) 2011. Painful knot abdomen long time. Over last month while exercising abdominal pain describes as ¿feels like on fire.¿ pain ¿nagging,¿ 4/10-5/10, transient, nothing makes better or worse. Acid reflux worsening. Constipation. CT abdomen done at (B)(6) (B)(6) 2013. Review of systems: abdominal pain, taking anticoagulants - aspirin. Weight 332 lbs., bmi 55.32. Exam: incisional hernia abdomen upper midline region, reducible. Impression: recurrent incisional hernia. Plan: follow. (B)(6) 2015: (B)(6) health center. Nurse notes. Emergency room triage. ¿I have this hernia and it¿s been giving me a lot of problems but went to the bathroom tonight and there was a small amount of fresh blood, it was a soft stool too. My doctor said that if I saw anything to get it taken of immediately.¿ ¿bloating/swelling in my abdomen and when I push it hurts.¿ weight 136.6 kg. Medication: eliquis. (B)(6) 2017: (B)(6) medical center. Lab. Body fluid culture. Source: peritoneal fluid. Body site: abdomen. 2+ methicillin-resistant staphylococcus aureus. Growth in broth only: enterococcus group d. (B)(6) 2017: (B)(6) medical center. (B)(6), md. Consultation. General surgery. Fever, diarrhea 3 weeks. Recently discharged after undergoing complicated and extensive incisional hernia repair. Long, complicated hospital course. Exam: gastrointestinal: incision looks good without evidence of infection. Serous fluid in jackson-pratt bulb, does not look purulent. Wbc 14.6 high. (B)(6) 2017: [missing records: records for CT scan showing ¿inflammation at hernia repair site¿ were not provided.] (B)(6) 2017: (B)(6) medical center. (B)(6), md. History and physical. Fever, diarrhea 3 weeks. Ventral hernia repair about 2 weeks ago. Copious amounts diarrhea. Medications: eliquis. Albumin 2.2 low. (B)(6) 2017: (B)(6) medical center. (B)(6), md. Progress notes. Albumin 1.5 low, wbc 12.6 high. Impression: high volume output from subcutaneous drain, present since surgery, fluid serosanguineous. Did grow out methicillin-resistant staphylococcus aureus and enterococcus group d. Previous CT showed some inflammation at hernia repair site. Mild amount inflammation mesenteric small intestine. Resistant urinary tract infection and infection above fascia. Would be early for mesh infection but cannot completely rule out. CT scan with oral contrast today to rule out complications from surgery. If status does not improve may need consider mesh removal placement of biological mesh. High risk for procedure. Anticoagulation for history deep vein thrombosis. (B)(6) 2017: (B)(6) medical center. (B)(6), md. Radiology-CT abdomen and pelvis without contrast. Indication: abdominal pain, diarrhea. Compares to (B)(6) 2017. Findings: small hiatal hernia. Postsurgical changes about midline ventral abdomen patent with ventral abdominal wall hernia repair with mesh placement. Percutaneous drain about ventral abdominal wall. Diffuse stranding present midline ventral abdominal wall without fluid collection. Impression: stable mild diffuse midline fat stranding about incision without fluid collection likely representing typical post surgical changes. Infected mesh felt less likely, infected mesh likely associated with significantly increased inflammatory changes and/or drainable fluid collection. (B)(6) 2017: (B)(6) medical center [assigned]. (B)(6), md. Discharge summary. Discharge diagnoses: acute diarrhea, acute urinary tract infection, status post repair ventral hernia, sever protein-calorie malnutrition, mild renal insufficiency. Medications: eliquis. Hospital course: hernia repair with mesh. Admitted with severe diarrhea. No source found, eventually improved. Infected seroma from incisional site. Urinary tract infection, resistant. Stabilized, very weak, transferred to (B)(6) hospital. (B)(6) 2017: integris. (B)(6), md. History and physical. Abdominal pain. History present illness: had ventral hernia repair with mesh about a month ago at st. Mary¿s. Did well postoperatively. Came back with severe diarrhea. Cat scan revealed infected seroma in subcutaneous area. Area grew out methicillin-resistant staphylococcus aureus. Continued diarrhea, gradually improved. Incredibly weak, could not take care of self at home. Review of systems: some weight loss. No passing of urine. Exam: abdomen soft, incision clean, dry and intact. Impression: infected seroma, diarrhea, chronic renal failure, urinary tract infection. Plan: admit northwest specialty hospital, reculture seroma site, monitor diarrhea, continue eliquis, recheck urinalysis. (B)(6) 2017: integris. Lab. Culture wound: moderate growth staphylococcus aureus *note methicillin resistance*. Gram stain: rare epithelial cell, many white blood cells, few gram negative rods, few gram negative coccobacillus. (B)(6) 2017: integris. (B)(6), md. Discharge summary. Preoperative diagnoses: infected seroma, diarrhea, chronic renal failure, urinary tract infection. Discharge diagnoses: seroma resolved, diarrhea resolved, chronic renal failure, abdominal wound dehiscence. History: admitted to (B)(6) hospital after having ventral hernia repair. Admitted to (B)(6) hospital, underwent antibiotic treatment. Underwent wound care for abdominal wound. Improved during hospitalization. Discharged skilled nursing environment. Exam: 3 x 3 ulceration abdominal area. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2016 (B)(6). Office note. History of anticoagulant therapy, morbid obesity, paroxysmal atrial fibrillation, abdominal hernia repair. Wt. 314 lbs., bmi 52.25. Former smoker. Current medications: pacerone, eliquis, aspirin. Impression/plan: paroxysmal atrial fibrillation; on amiodarone, no known recurrences, anticoagulated on eliquis. Morbid exogenous obesity. (B)(6) 2107 (B)(6). Office note. Had abdominal hernia repaired back in april of this year and had a number of complications following that, still wearing wound vac. Lisinopril discontinued because of declining renal function but otherwise has continued previously prescribed medications. Examination: abdomen; exhibits no mass. Wt. 304 lbs., bmi 52.18. [Missing record: records for ¿abdominal hernia repaired back in april of this year and had a number of complications¿ were not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Manufacturer narrative:
H6: updated patient codes. H6: updated device code . H6: updated conclusion codes . H6: health effect impact code: f26:no health consequences or impact. Previous patient code (3191: appropriate term/code not available for ¿gore mesh pulled loose¿) was reported based on the original complaint and are no longer applicable per gore¿s investigation. This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Medical records: the known medical records span february 13, 2007 through september 22, 2017, and not all records received in this time span are relevant to gore® dualmesh® plus biomaterial. Patient information: medical history: irritable bowel syndrome. Obesity. ­ (B)(6) 2010: 321lbs.; bmi 54.3. ­ (B)(6) 2010: 314lbs.; bmi 52.3. ­ (B)(6) 2011: 298lbs.; bmi 50. ­ (B)(6) 2012: 312lbs.; bmi 52. ­ (B)(6) 2013: 332lbs.; bmi 55.3. ­ (B)(6) 2015: 312lbs.; bmi 52. ­ (B)(6) 2017: 353lbs.; bmi 60.36. Cervical cancer. Diverticulosis. Gastroesophageal reflux disease. Paroxysmal atrial fibrillation with anticoagulant therapy. Prior surgical procedures: 1976: hysterectomy. 1979: gastric stapling laparoscopy with roux-en-y. 2000: incisional abdominal hernia repair with mesh. Implant preoperative complaints: (B)(6) 2010: ¿incisional hernia 2000, repaired with mesh. About one and a half years ago the bulge returned causing ¿sharp burning¿ pain 10/10 with bending. Two weeks ago 10/10 abdominal pain right side midline abdominal scar, nausea and dry heaves. Constipation 2 weeks, helped with miralax.¿ (B)(6) 2010: CT abdomen/pelvis: ¿5 cm wide midline abdominal wall hernia in midline anterior abdominal wall. Herniation small bowel and omental fat. Very slight haziness of omental and mesenteric fat at level of hernia. Haziness of mesentery and omental fat at site of herniation may indicate inflammatory change related to hernia.¿ (B)(6) 2010: ¿episode saturday abdominal pain with vomiting. ¿so bad it made her pass out.¿¿ implant procedure: laparoscopic incisional hernia repair with mesh. Implant: gore® dualmesh® plus biomaterial (6940324/1dlmcp04, 15 cm x 19 cm, oval). Implant date: (B)(6) 2010; hospitalized (B)(6) 2010. Description of hernia being treated: ¿using the grasper and harmonic scalpel we were able to dissect off a lot of omentum from the anterior abdominal wall. This exposed a large portion of small intestine going up into an obvious hernia just to the right of the midline and above the umbilical area. We were able to use babcock and reduce the small intestine back into the peritoneal cavity. We took down quite a bit of remaining anterior abdominal wall adhesions including some in the right upper quadrant. After fully clearing off the anterior abdominal wall, we could easily visualize approximately a 6 centimeter fascial defect. There was also a smaller defect of about a centimeter and a half just above this large hernia.¿ implant size and fixation: ¿at this point a piece of dual mesh was rolled up and placed through the hassan port. It was then unrolled. Prior to placement, we placed the sutures in the 12, 3, 6, and 9 o¿clock position. Using the gore suture passer we pulled these sutures through the anterior abdominal wall to position the mesh over the hernia defects. The tacker was then used to attach the mesh to the peritoneal surface. There was excellent coverage of the hernia defects.¿ post-operative period: [one week]. ­ (B)(6) 2010: discharge summary: ¿typical mild postoperative ileus, resolved spontaneously.¿ ­ (B)(6) 2010: ¿doing well, no post-operative complications.¿ relevant medical information: (B)(6) 2011: ¿two months ago, incident extreme vomiting with food poisoning, since complains of ¿burning¿ pain and ¿kinking¿ sensation. Worse with being [bending] over. Associated with weight gain 15 pounds since (B)(6).¿ ¿abdominal pain. Clinically, does not look like hernia but rather expected bulging from laparoscopic mesh repair.¿ explant preoperative complaints: (B)(6) 2011: CT abdomen/pelvis: ¿small hiatal hernia. 5.6 cm wide midline anterior abdominal wall hernia demonstrated. Numerous surgical clips midline abdomen. Interval placement bandlike wire metallic mesh along posterior aspect right rectus muscle since previous study. Overall size hernia remains unchanged. Herniation both omentum and small bowel measuring approximately 14 x 4 x 12 cm. Inflammatory change previously demonstrated in omental fat at site of hernia, resolved.¿ (B)(6) 2011: ¿discussed diagnosis incisional hernia. Recommended surgical repair. Discussed open approach with biologic mesh. Wants to proceed secondary to pain , limitation of activity.¿ explant procedure: recurrent incisional hernia repair with biologic mesh explant date: (B)(6) 2011; [hospitalized (B)(6) 2011. ¿we made an upper midline abdominal incision above the umbilicus. We then dissected down into the subcutaneous tissue and identified the hernia sac. The hernia sac was then opened between pickups. We then fully opened the hernia sac and then amputated the hernia sac at the level of the fascia using the cautery. We then took down some intraabdominal adhesions. We also noted the mesh which was pulled loose on what appeared to be the right lower aspect of the hernia defect. We removed the main portion of the previously placed mesh. There were also metal staples in the area from the patient¿s previous surgeries many years ago . These were removed. There were also two suture knots visible and these were removed. At this point, we placed a 10 x 16 piece of flex-hd dermal allograft and it was sewn in place using multiple interrupted 0 pds sutures. After securing the mesh in place, we then closed the anterior fascia over the top of the biologic mesh using multiple interrupted 0 pds sutures.¿ records indicate a non-gore device was implanted during the (B)(6) 2011 procedure. Relevant medical information: (B)(6) 2011: ¿admitted for planned repair recurrent incisional hernia. Underwent uneventful open incisional hernia repair. Sent to regular floor on telemetry. Postoperative day #1 getting up around room and begin eating. Next day, doing well, pain controlled, afebrile, eating regular diet, wound healing well.¿ (B)(6) 2011: ¿doing well, no postoperative complications.¿ conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. The investigation concluded that there is no relationship between the device history record findings and the event. Section c1: name: plus antimicrobial product coating . Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 6940324. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate approximately 800 micrograms per cubic centimeter of product (g/cm3), and chlorhexidine diacetate approximately 1600 micrograms per cubic centimeter of product (g/cm3). W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated results code. Conclusion code remains unchanged. Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to 8/4/2010, including records detailing the origin of the incisional hernia repair and any prior repairs, were not provided. Operative records dated on (B)(6) 2010, state the patient underwent laparoscopic incisional hernia repair with mesh. Postoperative diagnosis states: ¿incarcerated recurrent incisional hernia.¿ findings state: ¿large incarcerated incisional hernia.¿ on (B)(6) 2010, operative report states: ¿a short left upper quadrant incision was made. The anterior rectus fascia was opened with the cautery. The rectus muscle was split with retractors. The posterior rectus fascia and peritoneum were opened under direct vision with scissors. A 10-millimeter hassan port was placed and a pneumoperitoneum was created. Upon entering the abdomen there was a large amount of scar tissue along the anterior abdominal wall. We were not able to visualize the right side of the patient¿s abdomen, but we could see the lower left quadrant. We placed two 5-millimeter ports in the left lower quadrant under direct vision. Using the grasper and harmonic scalpel we were able to dissect off a lot of omentum from the anterior abdominal wall. This exposed a large portion of small intestine going up into an obvious hernia just to the right of the midline and above the umbilical area.¿ on (B)(6) 2010, operative report continues: ¿we were able to use babcock and reduce the small intestine back into the peritoneal cavity. We took down quite a bit of remaining anterior abdominal wall adhesions including some in the right upper quadrant. After fully clearing off the anterior abdominal wall, we could easily visualize approximately a 6 centimeter fascial defect. There was also a smaller defect of about a centimeter and a half just above this large hernia. At this point a piece of dual mesh was rolled up and placed through the hassan port. It was then unrolled. Prior to placement, we placed the sutures in the 12, 3, 6, and 9 o¿clock position. Using the gore suture passer we pulled these sutures through the anterior abdominal wall to position the mesh over the hernia defects. The tacker was then used to attach the mesh to the peritoneal surface. There was excellent coverage of the hernia defects.¿ on (B)(6) 2010, operative report states: ¿at this point we inspected the bowel and there did not appear to be any injuries. There was no bleeding in the abdomen. At this point, the ports were removed. There was no bleeding from the abdominal wall. I should mention that two 5-millimeter ports had been placed in the right lower and right midabdomen so that we could move the camera around. Again, all of these ports were removed and there was no bleeding from the abdominal wall. We then removed the laparoscope and the hassan port and released the pneumoperitoneum. The fascia of the hassan port site was closed with interrupted figure of eight 0 vicryl suture. The wounds were infiltrated with 0.5% marcaine without epinephrine. Skin edges were approximated with interrupted 4-0 vicryl.¿ the records confirm a gore® dualmesh® plus biomaterial (1dlmcp04/6940324) was implanted during the procedure. Pathology records dated on (B)(6) 2010, regarding a specimen collected on (B)(6) 2010 state: ¿specimen/tissue: incisional hernia sac. Gross description: received in formalin labeled ¿[patient¿s name], incisional hernia sac¿ the specimen is a fragment of flat lobulated fatty tissue 7.5 x 3 x 1cm. There are some black sutures within the tissue but obvious membranous hernia sac is not seen. The tissue is yellow and fatty and resembles omentum. Diagnosis: ventral incisional hernia sac: - hernia sac and omental tissue with fibrous adhesions.¿ records between 8/6/2010 and 10/5/2011 were not provided. Operative records dated on (B)(6) 2011, indicate the patient underwent ¿recurrent incisional hernia repair with biologic mesh.¿ findings from the procedure state: ¿5.0 centimeters midline upper abdominal wall hernia defect with incarcerated small intestine.¿ on (B)(6) 2011, operative records state: ¿review of the CT scan done preoperatively showed an obvious large incarcerated upper midline incisional hernia that was recurrent. We made an upper midline abdominal incision above the umbilicus. We then dissected down into the subcutaneous tissue and identified the hernia sac. The hernia sac was then opened between pickups. We then fully opened the hernia sac and then amputated the hernia sac at the level of the fascia using the cautery. We then took down some intraabdominal adhesions. We also noted the mesh which was pulled loose on what appeared to be the right lower aspect of the hernia defect. We removed the main portion of the previously placed mesh. There were also metal staples in the area from the patient¿s previous surgeries many years ago. These were removed. There were also two suture knots visible and these were removed.¿ records detailing the ¿CT scan done preoperatively¿ were not provided. On (B)(6) 2011, operative report continues: ¿at this point, we placed a 10 x 16 piece of flex-hd dermal allograft and it was sewn in place using multiple interrupted 0 pds sutures. After securing the mesh in place, we then closed the anterior fascia over the top of the biologic mesh using multiple interrupted 0 pds sutures. The wound was then copiously irrigated. Meticulous hemostasis was achieved with the cautery. A jackson-pratt drain was placed through a right lateral stab incision and the drain was sewn in place with silk suture. We then copiously irrigated the wound. The subcutaneous tissues were then closed in two layers using running 2-0 vicryl. The skin edges were closed with a stapling device.¿ the records indicate a flexhd® mesh (non-gore device) was implanted during the procedure. The records indicate only a portion of the gore device was removed during the procedure. A pathology report for the portion of the gore device that was removed was not provided. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2010, whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2011, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: gore mesh pulled loose, removal of mesh, revision surgery. Additional event specific information was not provided.